Event description:
It was reported that a patient underwent an umbilical hernia repair on (B)(6) 2014 and mesh was used. During an additional procedure to repair the hernia, the surgeon opined that the mesh appeared to have incorporated surrounding the umbulicus, but the mesh was ruptured at the umbilicus. Additional information has been requested.

Manufacturer narrative:
(B)(4): no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.